Event description:
X-rays taken in (B) (6) 2008 show a disassembly of the iliac connector from the set screw on one side of the construct (t2 to sacrum). Patient complications were reported. Revision surgery is not planned as of yet. The surgeon is monitoring the situation.

Manufacturer narrative:
(B) (4). The device was not returned for evaluation. X-rays showed segmental fixation from t2 to the sacrum. Post-op films showed excellent compression. X-rays taken on (B) (6) 2008 showed the left iliac bolt set screw backed out and the screw dissociated from the construct.